Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated noise. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no performance issue confirmed with the ra lead.

Manufacturer narrative:
Continuation of d10: a2dr01 ipg implanted (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and far field r-wave (ffrw) oversensing. The lead was reprogrammed in the past due to the noise and to take care of some ffrw's. The patient underwent myopotential testing push/pull with no noise noted and also raised and lowered their arm and reaching their arm across their chest with no noise noted. The pocket was then vigorously manipulated with no noise noted. Noise was noted on previous atrial high-rate episodes and arrhythmia lists and when the programmer head was on the patient's chest. The lead remains in use. No patient complications have been reported as a result of this event.